Manufacturer narrative:
The device(s) are currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik received eight medwatch reports from the FDA, each concerning a reocor s/d device. All reports contained identical information. According to the reports: the external pacemaker device, specifically the reocor (manufacturer: biotronik; models: reocor s, reocor d), unexpectedly ceased operation during the battery replacement process, leading to the patient experiencing cardiac arrest. The original manufacturers manual stated that there is a 30-second window (during which the circuit board maintains power/is supported by residual power) for battery replacement. However, seven units of the equipment are currently in a failure/inoperative state. No serial numbers were disclosed. Ref medwatch reports: mw5180093, mw5180094, mw5180095, mw5180096, mw5180097, mw5180098, mw5180099, mw5180100.